Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage to the bottom cover and seam weld. This is believed to have occurred during revision surgery. In addition, the antenna coil was found detached. The photographic imaging inspection revealed disturbed bond wires. System lock could not be performed due to the condition of the device. The device passed an electrical test performed. The device failed the residual gas analysis test. This device had broken antenna coil wires. In addition, this device had a gross leak at the seam weld. This is believed to have occurred during revision surgery. A corrective action was implemented. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
The recipient's device was reportedly explanted. The recipient was reimplanted with another cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing loss of lock. Programming adjustments were attempted, however, lock could not be achieved. Revision surgery is scheduled.